Event description:
Surgeon was performing laparoscopy and when cautery was activated, the tip melted, became mishaped and was unable to withdraw it through the trocar. Had to remove trocar and spatual together. Cautery setting 30, coag 30.